Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.